Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, prior to a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. Access was gained by micro-introducer; no ultrasound was used. The arteriotomy measured 9.4mm, with a deployment depth of 7.5 + 1; no calcification or tortuosity present. During the valve deployment, a strut on the valve had "peeled back" and was facing the opposite direction. The valve rep instructed the physician not to deploy the valve; however, the physician continued deploying. Considerable complications were experienced while attempting to advance the valve through the sheath. The physician "used all of his strength and pushed really hard until the valve finally advanced." Prior to removing the sheath, bleeding was present. The physician was instructed to advance the sheath back into the patient, since it moved out somewhat when the valve was being removed. The procedural sheath was then removed when a j-wire was placed in it and manual pressure was held. The 18f manta sheath was then advanced into the patient. The physician reported something did not feel right and the sheath did not fully advance. The IFU indicates if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. A flouroscopy revealed the j-wire looped over itself several times, was not entirely in the artery, and the manta sheath could not advance due to a kink in the manta sheath. The IFU indicates not to use the manta delivery system if it becomes kinked. Additionally, if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. The manta sheath was removed, the j-wire was attempted to straighten and advance further utilizing the micro introducer that was used earlier in the case. The proctor recommended to the physician not to use manta in this case. The physician stated this was the only option at this point for hemostasis and proceeded to re-insert the manta sheath back into the patient under flouroscopy. The IFU specifically warns do not reuse or resterilize. The manta device is single use only. The manta device contains bioresorbable materials that cannot be reused or re-sterilized. Reuse or re-sterilization may cause degradation to the integrity of the device, leading to device failure which may result in patient injury, illness, or death. The manta sheath was advanced and was hubbed. The manta device was inserted into the manta sheath but met resistance. The device could not advance enough to connect and click into the sheath hub. Under flouroscopy a kink could be seen in the sheath and the anchor was inside the sheath prior to the kink. The manta sheath and device were removed; and a contralateral balloon was applied to occlude the flow. The vascular surgeon performed a cut-down, repaired a tear at the access, and achieved hemostasis. The cause of the sheath unable to fully advance was due to a kink in the sheath. The root cause of the kink in the sheath was likely from significant swelling or scar tissue present from the complications endured during the index procedure. As indicated in the IFU, if there was a kink present in the device, do not proceed with manta closure as the device may become damaged. The IFU was reviewed and confirmed to list: procedure requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. The manta device is for single use only and should not be reused in any manner.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician gained access of the right common femoral artery using a micro introducer but no ultrasound. Only one stick into the right common femoral was needed for access. A pre angiogram was taken and showed good placement of the sheath in the common femoral artery. This sheath was removed, and the manta depth locator was inserted and measured 7.5+1=8.5. There were no issues inserting the large bore sheath into the common femoral and it advanced smoothly. However, physician had considerable trouble advancing the heart valve through the 14f sheath. It appeared that he used all of his strength and pushed really hard until it finally advanced. Before deploying the valve, it was noted that one of the struts on the valve had been "peeled back" and was now facing the opposite direction. Against the advice from the valve rep to not deploy this valve, physician deployed the valve anyway. It appeared to deploy with no issues. Before the removing the large bore sheath, physician stated that there was bleeding around the sheath. He was instructed to advanced it all the way back into the patient, as it had moved out some when removing the valve. The large bore sheath was then removed after a standard j wire was placed in it and physician then held pressure. When physician advanced the 18f manta sheath into the patient, he stated that something did not feel right, and the sheath did not advance all the way. Under fluoro, it was seen that the standard j wire was looped over itself many times and the manta sheath was curving laterally and still not advancing. The manta sheath was then removed, now showing a curve in the dilator and sheath, and the wire was attempted to advance further under fluro with the assistance and support of a micro introducer that had been used earlier in the case. The j wire straightened out and was advanced. Manta rep recommends that the manta not be used for this case, but physician said that this is only option at this point for hemostasis and proceeded to insert the manta sheath back into the patient under fluoro. The manta sheath advanced this time and was hubbed, and the manta closure device was then inserted into the manta sheath but met with resistance. It would not advance to be able to connect the two pieces together. Under fluoro, it was noted that there was a complete kink in the manta sheath and the footplate of the manta was observed in the sheath right before the kink. The manta closure device was removed, the manta sheath and all parts of the manta came out with it. No parts were left behind inside the sheath. The manta sheath was then removed, and no parts of the manta were inserted into the patient again for the remainder of the case. A peripheral balloon was inserted into the sheath that was located in the left common femoral artery and advanced over the bifurcation into the right iliac artery and inflated to occlude blood flow to the right common femoral artery. A cutdown was then performed a physician and a tear was repaired at the access site of the common femoral artery. The patient was stable.